Manufacturer narrative:
Customer retested the discrepant sample on another panther instrument sn (B)(4) using the same assay lot and received a valid, negative result. Hologic product application specialist (pas) reviewed logs for both panther instruments 01566 and 01453, confirming instrument and assay reagent performance for both were as intended; kinetics were as expected of a clean and valid run. Pas determined that the discrepant results were likely due to sample having low target or possible sample mishandling (e.g. Not changing gloves). Hologic technical support (ts) relayed the log review and possible causes of discrepant samples to customer. No further issues reported. Hologic and FDA met on (B)(6) 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (B)(4) aptima sars-cov-2 (B)(4) and aptima sars-cov-2/flu (B)(4). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from (B)(6) 2020 to present.

Event description:
Customer reported a sars-cov-2 discrepant result on the panther instrument sn (B)(4), wl (B)(4). Two samples from the same patient (run on (B)(6) 2020, (B)(6) 2020) had negative test results using a non-hologic instrument and assay. Customer used assay lot 273165 on panther instrument sn (B)(4) and had a valid positive test result from the same patient on (B)(6) 2020.